Event description:
Pt called to report left arm swelling and pain. An upper extremity venous ultrasound was ordered and obtained. This revealed a deep vein thrombosis of the subclavian, axillary to brachial veins. The pt was admitted to the hosp and started on heparin. Was discharged without complications.